Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the shape of the catheter was deformed upon removal from two different foley catheters. It was also reported that the patients complained of razor blade like pain during removal. No medical intervention was required.

Event description:
It was reported that the shape of the catheter was deformed upon removal from two different foley catheters. It was also reported that the patients complained of razor blade like pain during removal. No medical intervention was required.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the returned sample noted two opened (without original packaging) latex foley catheters. The balloons appeared to be deformed with the balloon protruding from the catheter. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley product ifus are found to be adequate based on past reviews. Corrections: d1, d2, d4, g5.